Event description:
It was reported that the pt's skin was breaking down while on the mattress.

Manufacturer narrative:
Mattress not being returned for evaluation by manufacturer; no product malfunction is alleged.